Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 transcatheter heart valve, in aortic position by transfemoral approach. During procedure, the balloon was punctured at the end of inflation. There was +1ml extra volume added to the balloon. The valve was successfully deployed with 0 paravalvular leak and 8 mmhg peak gradient. There were no withdrawal difficulties. It was suspected that the cause of the rupture was calcification in the sinotubular junction (stj).

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. Additional information was received. Per the field clinical specialist, the balloon was punctured, and it did not tear. The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions. Added new information to h.6 type of investigation and investigation findings. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. During manufacturing, the device undergoes multiple 100% inspections. In addition, the work order underwent functional product verification testing on a sampling basis as a requirement for lot release. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed as neither the complaint device nor applicable procedural imagery was provided for evaluation. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis; therefore, a manufacturing non-conformance was unable to be determined. Additionally, a review of the manufacturing mitigations did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''on site inspection, the balloon was punctured, it was a pinhole, it didn't tear''. As the delivery systems are 100% tested for leakage, and as this issue was undetected during preparation, it is likely that damage to the delivery system occurred during the procedure. Calcification along the patient anatomy can create sharp nodules which can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While physician positioned/deployed the thv, it is possible the balloon negatively interacted with patient calcified vessels/leaflets and may have become punctured. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.